Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for evaluation. It was observed that only the main coil was returned. It was observed that the main coil was bent and stretched at the coil arm and primary coil section. Also, the arm coil was detached. The original pouch was returned, and it was observed that the pouch information matches with the complaint information. The functional could not be performed due only the main coil was returned. For dimensional inspection, the outer diameter of the zap tip and the primary coil were within the specification.

Event description:
Reportable based on device analysis completed on 23feb2024. It was reported that premature deployment occurred. The patient was being treated for abdominal aneurysm. A 10mm x 40cm interlock 35 was selected for use. During the procedure, after a non boston scientific single curve reached the lesion, y valve was connected to the single curve, and after the protective sheath of the coil was connected to the y valve port, the connection was confirmed to be correct. Resistance was felt after the coil entered the single-curve, and it could not be pushed further. After pushing out the coil, it was found that the coil had been detached inside the catheter by itself, and the embolization was successfully completed after a new of the same coil was used and deployed. After angiography, the images were satisfactory, and the procedure was completed after suture. There were no complications reported and the patient was stable. However, device analysis revealed that the arm coil was detached.